Manufacturer narrative:
Medtronic received the following information from a journal article entitled;the efficacy of a protocol of iliac artery and limb treatment during evar in minimising early and late iliac occlusion vacirca a, faggioli g, pini r, spath p, gallitto e, mascoli c, abualhin m & gargiulo m european journal of vascular endovascular surgery (2020) 60, 663e670 https://doi.org/10.1016/j.ejvs.2020.07.066. Other relevant device(s) are: etlw1620c93ee, s/n: unknown; use by date: unknown; upn #unknown. Etew2020c82ee, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the patient for an unknown endovascular treatment on an unknown date. The implant was performed using a main body etbf3220c145ee from the right side; the main body right leg was extended with an etew2020c82ee. The left iliac leg deployed was etlw1620c93ee, which was also extended with another etew2020c82ee. The grafts were dilated with a reliant balloon. The physician performed a kissing ballooning of the aortic bifurcation using semi compliant balloons. Six months after, the patient developed a left iliac limb occlusion, which was treated by performing a surgical femoral -femoral right-left bypass. No additional clinical sequelae were reported and the patient is fine.